Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in the right common femoral artery with proglide devices using the preclose technique. The arteriotomy was 6f. Reportedly, the suture of the first proglide device was successfully placed using the preclose tehcnique. When the suture of the second proglide was being place using the preclose technique, the foot broke into pieces. A cut-down procedure was performed to remove the broken pieces and hemostasis was achieved using surgical intervention. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure due to the cut-down procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed and the reported foot detachment was confirmed. A conclusive cause for the reported foot detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.